Event description:
It was reported that a user experienced difficulty attaching a cartridge to the pump, describing the pump as feeling loose and noting the pump had not been rewound; the user, who is blind, planned for a caregiver to rewind the pump and inspect for potential damage. Symptoms included no reported clinical effects. Outcomes included no reported impact on daily activities or medical care. Investigation included troubleshooting and education provided remotely. Investigation of this case revealed insufficient information to identify a device malfunction or user error. It was concluded that the event could not be confirmed and no reportable injury occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.